Manufacturer narrative:
Otto bock healthcare (B)(4) received the device on july 05, 2016. The evaluation was carried out at the manufacturer's service center on july 14, 2016. Several bolts are used to fix the different parts of the knee joint when it is mounted. The threads of the bolts are covered with an two-component-adhesive, which is hardening once the bolt is tightened. This is to assure that the parts are fixed permanently. The visual evaluation showed that one of the bolts has become loose and came partly out of the guiding. Due to that the joint couldn't flex correctly. The patient received minor injury: the dip joint of one toe was dislocated.

Event description:
Knee joint was sent in for repair. Practitioner stated that the joint can't be flexed since an upper posterior screw was loosened and hit to an anterior link. Due to that the patient lost their balance and step their sound foot firmly on the ground in order not to fall. The patient could prevent a fall but the dip joint of one toe was dislocated. No fall or significant injury was reported.